Event description:
Allergan representative reported, for the surgeon, an alleged "leak." The problem was first observed when the patient came in for a fill and it would not hold". Diagnostic testing was performed. "Upon explant the location of the leak could be seen next to the port in the tubing." The device was returned to allergan for product analysis.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."